Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the reporter was accessing patient's ivad (implantable venous access device), when pulling back on device (gripper micro blunt cannula, non-coring safety needle) to remove the plastic applicator it did not shield the needle as designed and grazed reporters' middle finger first knuckle of left hand causing a laceration and bleeding. There was patient involvement, and no patient harm.